Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows several "loss of prime" warnings. There were multiple periodic "suspends" observed for 30 minutes each every day in the black box. The pump powers on normally. An ezprime operation was performed with no issues occurring. The pump was exercised for 24 hours with no alarms or issues occurring. A "loss of prime" was duplicated during investigation and the pump emitted the appropriate audio-visual alert. The force sensor was found to be out of calibration. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report that the patient obtained multiple loss of prime warnings with the pump. On (B)(6) 2012, the patient obtained the blood glucose readings of 300 mg/dl, 250 mg/dl 200 mg/dl and 400 mg/dl. The reporter noted the patient's infusion site and infusion set were changed. At 5:30 pm, the patient experienced the symptom of nausea and tested positive for ketones. The patient was taken to the emergency room, and was treated with an injection of novolog insulin and was discharged three hours later with a blood glucose level of 200 mg/dl. Troubleshooting revealed the patient's technique was correct in cycling the insulin cartridge, the patient used room temperature insulin in the pump, there was no trauma or damage noted to the pump, and also that the patient did not participate in any sports activities. The loss of prime issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the multiple loss of prime issues occurred, and received emergency medical attention and treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.